Event description:
It was reported that this right ventricular lead had perforated as determined through ultrasound. This lead was successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.